Event description:
On (B) (6) 2009, the facility reported a colleague pump in which the keypad does not work. This event occurred during biomedical testing. During service by baxter on july 21, 2009, it was found that the "channel select" button on the channels "a" and "b" pump head module keypad did not work. There was no pt injury or medical intervention associated with this pump. This pump contains user interface module master software (B) (4) which is categorized as an unremediated pump. No add'l info is available.

Manufacturer narrative:
(B) (4). The pump was reported with keypad does not work. During service by baxter, it was found that the "channel select" button on the channels "a" and "b" keypad did not work. The cause was determined to due to defective "channel select" keys. The pump head modules on channels "a" and "b" which contain the keypads were replaced to fix the problem. The pump was retested and returned to the customer within specification. This issue is being investigated under CAPA (B) (4).